Event description:
It was reported that damage to the tandem-provided charging cable caused difficulties charging the pump. A replacement charging cable was sent to the customer to resolve the issue. There was no adverse impact to the customer's blood glucose level.